Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two-piece nxt connector had been assembled on the 4 fr groshong tubing. Residue was visible on the external surface of the connector. A functional test revealed a leak near the 30cm depth mark. A microscopic examination of the leak site revealed a glossy and polished surface around a circumferential split in the blue stripe. The adjoining surfaces of the catheter were rough and granular. A tactual investigation revealed preferential kinking across the circumferential split in the tubing. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample.

Event description:
It was reported that this patient developed redness, fever and pain after receiving chemotherapy drug on november 26. An IV nurse suggested chest radiography to check for the location of the catheter's tip and vascular b-ultrasound to rule out the possibility of tip malposition and thrombus; on december 1, the catheter was removed. An examination found the catheter leaked fluid at 30 cm scale and the catheter was damaged.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2141 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient developed redness, fever and pain after receiving chemotherapy drug on (B)(6). An IV nurse suggested chest radiography to check for the location of the catheter's tip and vascular b-ultrasound to rule out the possibility of tip malposition and thrombus; on (B)(6) the catheter was removed. An examination found the catheter leaked fluid at 30 cm scale and the catheter was damaged.